Event description:
It was reported that a patient underwent a buccal tumor resection on (B)(6) 2014 and suture was used. While sewing the facial soft tissue, the needle broke. The needle fragment was removed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.